Event description:
The patient was revised because of patellofemoral pain, the natural patella had to be resurfaced and the tibial tray was noted to be overhanging.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported event; however, provided information stated the patient's natural patella was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.